Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160, (sn: (B)(6)). Device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.